Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/15/2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved. Customer has frequent urination. Customer is currently at dialysis and customer does not know if the frequent urination is due to diabetes or not. Blood glucose result is 206mg/dl non-fasting. Another follow up call was made on 1/15/2019; customer's condition has improved, and he is no longer experiencing symptoms. No medical attention was required. Blood glucose result is 299mg/dl fasting. Customer states he feels physically well (with use of replacement product).

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is 300-315mg/dl. The customer did report symptoms of hunger,thirst, blurry vision, frequent urination, and is weak and tired. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2019, a blood test was not performed. The test strip lot manufacturer's expiration date is 04/16/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1: 171mg/dl date:(B)(6), time:12:15pm fasting (nephew); result 2: 351mg/dl date:(B)(6), time: 1:33pm fasting; result 3: 285mg/dl date: (B)(6), time:12:17pm fasting; result 4: hi date: (B)(6), time:12:16pm fasting; result 5: hi date: (B)(6) time: 10:57am fasting; result 6: hi date: (B)(6) time:10:53am fasting. Customer called in states the meter is reading hi. Customer states their normal fasting range is 300-315mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. Customer states he is often hungry at the time of call. Customer may have left the vial open but is not certain. Per 01/14/2019 follow up: customers is not frequently hungry. Caller states that she does not know if it is due to his diabetes or lack of sleep due to pain. Customer has excessive thirst, blurry vision, frequent urination, and is weak and tired. Blood glucose result is 434mg/dl fasting. Customer was advised to schedule a dr. Appointment for today or to call 911 and go to the emergency room.